Event description:
It was reported that unstable speed occurred. A 1.50mm rotalink¿ plus was selected to treat the left anterior descending artery (lad). During preparation, the rotational speed was set at 200,000rpm and it was noted that the rotational speed was unstable. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).